Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed a fractured outer coil conductor at the terminal end. The outer coils appeared deformed and stretched. Notably, the insulation remained intact. The characteristics of the fracture are consistent with damage to the clavicle or first rib.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and a loss of capture (loc) due to lead fracture. This ra lead was explanted, and a new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and a loss of capture (loc) due to lead fracture. This ra lead was explanted, and a new lead with the same model was implanted. No additional adverse patient effects were reported.